Event description:
It was reported that (1) tsw45 was used during a lap gastric bypass procedure. It was reported by the rep that the surgeon states that while performing a lap gastric bypass surgeon fired the tsw45 two times across the jejunum and mesentary with no incident. On the third firing to create the jejunojejunostomy, surgeon fired the instrument and it cut but stapled only one side. The surgeon states that surgeon then hand sutured the defect closed and made a new jejunojejunostomy farther down the bowel. The surgeon finished the case with a tsw35 and both tr35b and tr35w reloads. There was extended or time by forty five minutes.